Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The cause of the anomaly was multiple flipped bits. After device software download, the device exhibited normal device characteristics.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic. The pulse generator was unable to be interrogated and exhibited backup vvi operation. The device was explanted and replaced. The patient was doing well post procedure.